Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with mentor smooth round high profile 330cc saline prostheses experienced local reaction, breast pain, and anisomastia bilaterally post procedure. The implants were sagging and appeared smaller. There was discharge and dryness around the nipple. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-05539 for contralateral prosthesis report.